Event description:
The patient received therapy on their shoulder after surgery. It was stated by the surgeon that the patient's pulse was 20% below normal and both potassium and magnesium levels were low prior to treatment with the device. The treatment level at the time of the incident was at 4 ma. The doctor stated that the device possibly caused bradycardia and vasovagal due to carotid compression because of the placement of the electrodes.

Manufacturer narrative:
This record was discovered as part of a historical review of data. Once it was discovered that it was reportable, we initiated the MDR. The file was compiled in the esubmitter program but was never submitted via esg until it was discovered as part of an audit. At that point, we discovered the esg portal wasn't properly set up for zynex medical, inc. While updating esubmitter, we learned that the esubmitter program needed to be updated. While updating the esubmitter program, we discovered a bug in the program that wouldn't allow the completion of the submission. A ticket was initiated and submitted to both cesubhelpdesk and the esgngsupport support email links on (B)(6) 2025, the first response we received for support was on (B)(6) 2025, which directed us to uninstall/reinstall the software, which we did twice, with no resolution. We then attempted to install the software on a completely different computer, which failed to resolve the issue as well. I then submitted additional help desk tickets to the esubmitter, cdrhesub, and emdr support links on (B)(6)2025. On (B)(6) 2025, I received an acknowledgement from the esubmitter help desk that they discovered an issue with the program and would respond when resolved. On (B)(6) 2025, we received a solution and directions for fixing the software bug, which resolved the issue.